Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is 127 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No blank display was noted. All operating currents were within specification and the insulin pump passed the self test and the displacement test. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.